Event description:
It was reported that the pump touch screen was missing pixels. Customer was unable to read or interact with the screen. There was no adverse impact to customer¿s blood glucose level. The customer continued to use for insulin delivery.